Event description:
It was reported that the device would display a run-away error on the screen while being used on a pt. The device was exchanged for another. No reported pt effect. (B)(4). Ref MFR report#: 8010762-2014-00244.